Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned, and an evaluation was completed. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is likely that stress of repeated use, external factors, or handling caused the peeling. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): 3.2 ¿inspection of the endoscope¿ 5. ¿inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus and evaluated. The customer¿s allegation was confirmed when the connecting tube was found to have a dent. In addition to the reportable malfunction of the coat of the instrument guide pipe was peeling off, the evaluation found the following non-reportable malfunction(s): indication on connecting tube had a disappeared area. (1mm2 or more); bending section cover had slack; adhesive on bending section cover had a chip; connecting tube had a wrinkle; due to wear of angle wire, bending angle in up direction did not meet the standard value; due to damage on channel tube, forceps and channel cleaning brush cannot be inserted smoothly; electrical connector had corrosion due to water leakage; scratches on instrument guide protector, control unit, scope cover, switch box, grip, angulation lever, up/down plate, and suction connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the bronchovideoscope had defects of the insertion tube¿s non-bending section. It was not specified during what type of device use the event occurred. The device was returned and during the device evaluation the following reportable malfunction was found: the coat of the instrument guide pipe was peeling off. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.